Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. It was possible the insulin was exposed to moisture. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hours and no blank display anomalies or frozen display noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected insert battery alert noted. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.